Event description:
The pt received the scs system on (B)(6) 2008. It was reported that the pt has lost stimulation for (B)(6) and the ipg has not been charged since then. The charger and the pt programmer was unable to locate the scs ipg. The device will be replaced. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.